Manufacturer narrative:
.

Event description:
Allegedly the patient was revised due to mom complications (right). Additional information received 05/25/2016. Allegedly the patient was revised due to the following mom complications: pain; pseudotumors . (Right) added lot number.